Event description:
It was reported that, after a tkr surgery had been performed on the (B)(6) 2015, the patient was felling pain. The patient underwent a revision surgery on the 20-apr-2022 where the gns ii resurf pat 35 mm was replaced with a gii oval resurfacing pat 41 mm. The patient is recovering.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the pilgrim intake form was review and it support the complaint. However, smith and nephew has not received the device/adequate materials to fully evaluate the complaint. Consequently, a thorough medical investigation could not be rendered nor could a definitive root cause of the reported failure be determined. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional clinically relevant documentation be provided, this case would be reassessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device reveal that improper fixation, and/or migration of the components could cause possible adverse effects. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.